Manufacturer narrative:
(B)(4). Date sent: 6/24/2026 d4 batch#: a9892u investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was tested on generator and it was found that the max and min hand control switch assembly buttons were not functional. However, it worked properly with foot switch assembly. The device was disassembled to verify the condition of the internal components. During analysis, moisture was discovered in the instrument. Since we are unable to determine how this condition impacted the performance of the device, we cannot determine root cause of the issue associated with this inquiry. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion and/or moisture to the device; the moisture may be evidence of reuse or reprocessing. Please notify us of any processes or conditions that could have contributed to the moisture discovered in the instrument. A manufacturing record evaluation was performed for the finished device batch a9892u, and no non-conformances were identified.

Event description:
It was reported that, during an unknown cardiovascular surgery, ¿two switch activations detected¿ was displayed during connecting. The device was not used for the patient. Gen11 was used. The number of remaining uses was unknown. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.